Event description:
Nasal descemet membrane detachment occurred during itrack advance procedure. Right eye, observed post op. Conservative treatment carried out. Small haemosiderin stain on cornea which is expected to resolve.

Manufacturer narrative:
Foreign incident. Non-USA UDI associated with this incident due to translated labelling provided ous. Device is equivalent to that sold in USA.